Event description:
The patient was revised due to instability. The replacement device used was product (B)(4) lot code lbj090.

Manufacturer narrative:
An event regarding instability involving a tibial insert was reported. The event was not confirmed. In-vivo service related damages to the articulating surface of the insert included burnishing, third body indentations, delamination and pitting. These are commonly identified damage modes on uhmwpe inserts. There was no evidence of manufacturing or material defects on the returned device. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. The exact cause of the event could not be determined because other than device return, insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the subject insert had been in situ for almost 17 years.

Event description:
The patient was revised due to instability. The replacement device used was product 6479-5-212 lot code lbj090.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown kinemax plus duration low stress insert medium 1. It was noted that the device will be returned for investigation. When completed, the evaluation summary will be submitted in a supplemental report.